Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside the device and passed. Pump received with operating normal current. No unexpected weak battery noted. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer stated that the device had been dropped. Blood glucose level at the time of the incident was 194 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.